Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the  implantable pulse generator (ipg) exhibited high thresholds and premature battery depletion. It was also observed that both pacing leads dislodged. The ipg was explanted and replaced while the pacing leads remain in use.  No patient complications have been reported as a result of this event.